Event description:
It was reported that patient presented in clinic with an aborted shock due to possible output circuit damage. ICD and lead were explanted and replaced.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Analysis found high voltage output circuit damage on the device, consistent with lead damage. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.